Event description:
Boston scientific crm received info that this right ventricular lead was explanted due to dislodgement. The lead may have had tissue in the helix. It was reported that the lead had been previously repositioned due to elevated threshold measurements and dislodgement. The leads were found reversed in the device header at the most recent procedure. A new right ventricular lead was successfully implanted. As of today, the explanted product has not been returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.